Manufacturer narrative:
D3, d4: updated. D9 - date returned to MFR: 22-jan-2026. H3, h4 and h6 codes: updated. A new unused device was received for evaluation. Two images were reviewed, and no discrepancies were identified. Lot history was examined, with no complaints documented for this lot number. Visual inspection of the devices revealed no damage or anomalies. Functional testing was conducted, and no leakage was observed. The reported complaint of leakage could not be replicated or confirmed. Therefore, the cause of the reported issue could not be determined.

Manufacturer narrative:
H10 - related report numbers-(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette exhibited a leakage during medication filling. Another cassette was used. There was no patient involvement, no injury was reported.